Event description:
It was reported by the customer that the pyxis medstation es had drawer failed.the drawer is not functioning properly and cannot be opened. This issue prevents the retrieval of the pocket, thereby restricting access to all compartments within the drawer. A customer reported that user had delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer not opening. A field service engineer guided the customer through several recovery attempts remotely. The recovery was ultimately successful. The system functioned as intended after field service engineer troubleshooting.